Event description:
There were two leaks due to two faulty bd 50ml syringes. Both of these syringes has a moulded dent in the syringe barrel. When the internal plunger moves parts the dent, a small gap is available for the solution within the syringe to run passed the plunger and down the plunger handle onto the hand of the operator. Two monoclonal antibodies were being prepared. Fortunately they we not hazardous to the operator. The value of one of the drugs lost was (B)(6) . The first product was prepared on one day and considered an anomaly as this as have never happened. Then a second syringe was being prepared three days later and the same issue occurred. Both syringes have the dent in the 30ml to 40 ml region, on the side opposite the printed numbers. Received an email response from complainant for information. Answers added in follow up tab. Refer email attached. The first product was prepared on one day and considered an anomaly as this has never happened. Then a second syringe was being prepared three days later and the same issue occurred. Both syringes have the dent in the 30ml to 40 ml region, on the side opposite the printed numbers. There are currently three batches in stock. The two affected syringes belong to one of these batches. Kindly refer the attached snip. Lot 2401116, 2401141, 2402106.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged between the 30ml and 40ml marking. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident. A device history review was performed for suspected lots 2401141, 2402106, and 2401116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Six retained samples of each lot were used for additional evaluation. All product was inspected, no damage or defects was observed on any of the devices and no leakages occurred on the retained products. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
There were two leaks due to two faulty bd 50ml syringes. Both of these syringes has a moulded dent in the syringe barrel. When the internal plunger moves parts the dent, a small gap is available for the solution within the syringe to run past the plunger and down the plunger handle onto the hand of the operator. Two monoclonal antibodies were being prepared. Fortunately, they we not hazardous to the operator. The value of one of the drugs lost was (B)(4). The first product was prepared on one day and considered an anomaly as this as have never happened. Then a second syringe was being prepared three days later and the same issue occurred. Both syringes have the dent in the 30ml to 40 ml region, on the side opposite the printed numbers. Per response received: the first product was prepared on one day and considered an anomaly as this has never happened. Then a second syringe was being prepared three days later and the same issue occurred. Both syringes have the dent in the 30ml to 40 ml region, on the side opposite the printed numbers. There are currently three batches in stock. The two affected syringes belong to one of these batches. Lot 2401116, 2401141, 2402106.